Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). The patient was referred for surgery. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. It was noted that the patient had been experiencing discomfort from a fractured lead. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the returned generator and lead was completed. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portions were performed, and no discontinuities were identified. Note that since a portion of the lead assembly including portions of the (+) white and (-) green electrode inner silicone tubes and quadfilar coils were not returned for analysis, an evaluation cannot be made on that portion of the lead.